Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. The patient was treated with ip injections of vancotroy (2gm, stat) and gentamycin (20mg once daily for 14 days). The cause of the peritonitis was not reported. The patient recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.